Event description:
The following report was received from the affiliate: during a coronary intervention, when the package of 3.5x18mm cypher des was opened and removed from the protective sheath, the stent strut was already deformed prior to use. A different cypher des was used instead for the procedure. There was no reported patient injury.

Manufacturer narrative:
Please note: device (cjs18350 lot# i0906021) is distributed outside the united states. However, it is similar to the united states product cxs18350. Any additional information will be submitted within 30 days of receipt.